Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro scope was getting stuck in the cannula. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning. The hospital called back after the procedure was completed and said that they had to spray water on the scope, so it can move easily through the cannula.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)